Manufacturer narrative:
In addition to the mentioned before cartridge number obj-09169 and exp date 01022024, the same problem of the "cartridge dates are reading wrong" happened with obj-09166 (batch number 23123-09166, UDI (B)(4) and exp date 01052024).

Event description:
The cartridge is not recognised by the printer (rfid).